Manufacturer narrative:
The customer did not provide patient demographics such as: age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched and did not note any hardware issues that may have contributed to the imprecise access accutni+3 results. The fse performed a system check, dxi carryover test, high sensitivity (hs) system check and a precision run; all passed within published assay and instrument performance specifications. Quality control (qc), calibration, precision run and system check were all performing within assay and instrument specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The patient's sample was repeated twice on the same unicel dxi 800 access immunoassay system and elevated results, outside of the assay's normal reference range, were obtained. The same was also repeated on the laboratory's alternate unicel dxi 800 access immunoassay system serial number (B)(4) and lower results, within the assay's normal reference range, were obtained. The elevated results were not reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 results. Quality control (qc), calibration, precision run and system check were all performing within the assay and instrument specifications at the time of the event. The sample was collected in lithium heparin plasma tubes and was centrifuged on the automation line for six (6) minutes at 3000 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported by the customer.